Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the arrow was not unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and was discontinue use of the insulin pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will not be returned for analysis.